Event description:
#Medwatcher #(B)(4). Severe cramping and pain in abdominal area. Then I started having sciatica. I have had it for almost 3 months now with pain in leg hip back and left front abdomin.